Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/13/2020. Additional information received: the surgeon added the following details: the tlc j-pouch was reinforced with pds suture. The anvil had been secured with a prolene purse-string. He thought that he did check the breakaway washer and it was broken in two pieces after firing, but this could not be confirmed. He had asked the theatre team to keep the device, but unfortunately, they did not. The patient did pass away from a chest infection on this occasion. He reiterated that the patient was high risk and had been an acute case as well. Further information was provided that he did indeed pass away post operatively on day 8 from pneumonia, but with an intact anastomosis. He had a CT scan on day 6 post op when he deteriorated which showed no intraabdominal complications. Upon review of the information provided from the operating surgeon that the patient did ¿pass away post operatively on day 8 from pneumonia, but with an intact anastomosis. He had a CT scan on day 6 post op when he deteriorated which showed no intraabdominal complications,¿ it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a malfunction.

Manufacturer narrative:
Product complaint (B)(4). Photo evaluation summary: upon visual inspection of thirteen photos, the following was observed: twelve photos show tissue piece from top view and some photos shows staples not properly formed. One photo shows a box from label area from lot # t40l54 and with exp. Date: 2024-05-31. Based on the photos the event described of malformed staple is confirmed, however no conclusion or root cause could be determined. Additional information was requested and the following was obtained: would the surgeon be interested in speaking with ethicon medical and engineering personnel? The surgeon, did say they are happy to have a conversation with one of the team in more detail. Attempts are being made to schedule a call with the surgeon.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? How was the procedure completed? Can a timeline of events be provided to include the onset of symptoms and any medical or surgical intervention performed prior to the patient¿s death? Can operative notes or an autopsy report be provided? Was there a reoperation? If so, what was were the indications for the reoperation and what was done? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Response received: (B)(6) year old patient with dementia, lived at home with his wife. They opted to go for a reconnection of the bowel rather than a stoma as stoma would have meant the patient going into a home for care following the operation. The surgeon had discussed this at length with the wife and daughter prior to the operation. Open procedure as it was an acute case, no previous chemo or radiotherapy prior to the case. The patient went in for a sub total colectomy. The surgeon used contour to create the rectal stump and tlc75 to create the j-pouch. He had a long rectal stump. The surgeon stayed at the top end to align the bowel and his registrar was at the dirty end to fire the gun. This is his regular practice to stay at the top and for the registrar to fire if they have used the device before and have experience with it. The registrar has used the device and fired it before. The anvil was inserted and secured using a purse string technique, the device was inserted by the registrar and trocar extended at the dirty end as normal. The surgeon mentioned the trocar extended below the contour staple line, this staple line may have been within the cdh staple housing chamber prior to firing he can¿t fully remember this detail. The cdh was fired and a crunch was heard by the surgeon. His usual process is to bring the orange staple height indicator to the third line down in the green tissue compression scale, this is his process which he has always done. The device was opened with a half then quarter turn, then fish tailed out as is his usual technique. This is when the anastomosis failed, and bowel contents contaminated the patients abdomen. The surgeon took down the failed anastomosis and this was checked. There were staples in the donuts however they had only curved slightly at the tips and not formed correctly. He cannot recall seeing a broken washer half at this point however he distinctly remembers hearing a crunch when the device was fired. The surgeon used a 2nd cdh to create an anastomosis. On the 2nd firing he swapped ends and operated the gun from the dirty end. The 2nd cdh was fired and a crunch was heard. The bowel was connected and there was no leak from this 2nd device. The donuts were checked and they had formed correctly. Patient timeline: saturday (B)(6) operation. Monday (B)(6) patient care handed over to another doctor to monitor. Monday (B)(6) patient passed away. During the week in hospital following the case the patient was unwell and septic during that week. The patient had a CT scan to check the anastomosis was still intact, which it is was. The patient was reported to have died of a chest infection. The surgeon feels the patient¿s death was not a direct factor of the cdh failing however following the cdh fail and contamination of the abdomen, the patients possum and mortality risk scores increased due to illness and sepsis. Unfortunately, the device is no longer available to be sent away for analysis. Photo analysis pending.

Event description:
It was reported that during a colectomy procedure, using a circular stapler (cdh 29, ethicon), the stapler misfired, resulting in the bowel being transected but the staples did not form properly and hence the anastomosis immediately fell apart resulting in contamination of the patients pelvis and abdomen with bowel content. The stapler had been closed appropriately and the donuts were intact. Action taken: washout of the abdomen, resection of the specimen, re-anastomosis (which was successful but high risk). As a result of this the patient's p-possum risk score for mortality rose from 28% to 55%. The patient had died after the anastomosis failed. Initial insight is the surgeons saying they closed and fired as per IFU.